Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction underneath the sensor adhesive. Date of issue is an approximation. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as red, bumpy, broken skin, and infection. Affected are was treated with over-the-counter (otc) polysporin, and keflex which was prescribed on (B)(6) 2016. Date of prescription is approximate. At the time of contact patient is fine. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.